Manufacturer narrative:
Review of the manufacturing records indicate the probe met product specifications at the time of manufacturer and prior to shipping. Product analysis also confirmed the product met specifications upon return for investigation. Review of the software logs confirmed blue/purple pixels around the probe. In this case, an error message was displayed to the user because the temperature change between two successive measurements. The alleged malfunction could not be disproved. Although no deaths or injuries have been associated with this report, this event is being reported as the alleged malfunction may be likely to cause or contribute to a serious injury if it were to recur should the malfunction compromise the visualization such that the physician ablates in unintended areas.

Event description:
During a tumor ablation procedure, blue and purple pixels appeared next to the probe in a bowtie pattern but would dissipate after laser stopped. The patient did not experience any adverse effects from this event.